Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose reached 442 mg/dl. Customer believed their high blood glucose was caused by a bad site. The customer declined to troubleshoot for the insulin pump. Customer also reported their cannula was straight. The customer attempted to treat their blood glucose with 8.5 units of insulin. The customer declined to troubleshoot any further as they were feeling fine. No additional information provided.